Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made to obtain additional information from the local sales representative, however, no further information was available. Should additional information become available this report will be updated.